Event description:
It was reported that the aesop system was "skipping" without voice command. The arm was not responding well to voice commands and the arm was moving when no voice command was issued. No pt harm, adverse outcome or injury was reported.

Manufacturer narrative:
An isi field engineer went to the customer site and reprogrammed the surgeon's voicecard. After the voicecard was reprogrammed, the system correctly recognized the surgeon's commands.